Event description:
The facility was using a (cytyc) mammosite applicator with a (nucletron) afterloader. The mammosite applicator connects to a nucletron transfer tube by using a cytyc connector tube. The connector tube defeats the fail-safe mechanism of the nucletron transfer tube. The mammosite catheter was not connected to the connector tube when the source was deployed. As a result, the source extended through the connector and exposed the side of the pt and not the intended treatment site.

Manufacturer narrative:
The problem involved a third party applicator (mammosite made by cytyc) and a nucletron hdr remote afterloader. With nucletron applicators, the applicator attaches to the afterloader using transfer tubes. When the applicator is connected to a transfer tube, the path into the applicator is open. If an applicator is not connected to the transfer tube, the end of the transfer tube is closed and a source will not traverse. The mammosite applicator will not connect directly to the nucletron transfer tube. Therefore, cytyc provides a connector tube to bridge the nucletron transfer tube and the mammosite applicator. Once the connector tube has been attached to the transfer tube, it is like connecting a nucletron applicator and the path is patent. The connector tube and mammosite applicator were not designed by nucletron. The cytyc connector tube defeats the fail safe mechanism design of the nucletron transfer tube.